Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system was giving sample syringe motion errors. Customer reported that there was dried precipitant around the syringe. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe pump drive assembly and the syringe in the existing wash syringe pump.

Manufacturer narrative:
(B)(4).